Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) photographs were provided for evaluation. No sample was received for further evaluation. Based on the visual examination, one photograph noted packaging identifying the reported lot number. The other photograph depicts a close-up of the reported item inside a plastic bag but no conclusions were able to be drawn. Based on the provided photographs the reported defect is unable to be confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although it was confirmed that the device involved is not available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports that the chemotherapy carfilzomib had to be remade due to a leak at the drip chamber when it was in the chemo bag before the nurse administrated it. No exposure to anyone not wearing ppe. No injury reported.